Event description:
Pt advised pump winder is broke on pump. Pt wound it up to do infusion and it made a weird noise and gave out, had to finish infusion manually (no missed dose). Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Hizentra indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. No further info/details or dates available.